Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0/(B)(4)/model #: 1420/expiration date: 2018-10-31, (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 2017-10-31, (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2018-12-31, (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 2017-12-31. (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/model #: 1420/expiration date: 2018-12-31, (B)(4), no, device evaluation anticipated, but not yet begun, mfg date: 2017-12-31, (B)(4). Heartware ventricular assist system ¿ controller ac adapter. Controller ac adapter/(B)(4)/model #: 1420/expiration date: unk, UDI #: asku. No, device evaluation anticipated, but not yet begun. Mfg date: unk. No, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found at home in asystole. The patient was taken to the emergency department and cardiopulmonary resuscitation (CPR) was performed, but the patient subsequently died. It was suspected that this was due to a possible driveline disconnection. It was noted that the patient had changed power sources multiple times throughout a two-hour time period with several controller power ups and loss of power.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. H10 additional products con314297 d4 catalog # corrected to 1420, device returned to manufacturer corrected to yes; bat591523 d4 catalog # corrected to 1650, device returned to manufacturer corrected to yes, h4 manufacture date corrected from 31-dec-2017 to 13-dec-2017; bat591531 d4 model # corrected from 1420 to 1650 and catalog # corrected to 1650, device returned to manufacturer corrected to yes, h4 manufacture date corrected from 31-dec-2017 to 14-dec-2017; cac204952 d4 model # corrected from 1420 to 1430 and catalog # corrected to 1430, device returned to manufacturer corrected to yes. Newly received information indicated that the patient's cause of death was cardiac arrest. It was also reported that there was a double disconnection of power sources. Additional products: d4: catalog #: 1420 / serial #: (B)(6) dev rtn to MFR? Yes h6: imf code(s): f2306 h6: img code(s): g04035 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. D4: catalog #: 1650 / serial #: bat591523 dev rtn to MFR? Yes h4: mfg date: 13-dec-2017 h6: imf code(s): f2306 h6: img code(s): g02002 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d4: model #: 1650 / catalog #: 1650 / serial #: (B)(6) dev rtn to MFR? Yes h4: mfg date: 14-dec-2017 h6: imf code(s): f2306 h6: img code(s): g02002 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d4: model #: 1430 / catalog #: 1430 / serial #: (B)(6) dev rtn to MFR? Yes h6: imf code(s): f2306 h6: img code(s): g02027 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. The additional event details were collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was cardiac arrest. It was also reported that there was a double disconnection of power sources. The additional event details were collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6), two batteries (B)(6) and the controller ac adapter (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed three controller power-ups with their associated motor starts on (B)(6) 2018 at 01:56:59, 02:40:34 and 03:08:47. No anomalies were observed leading to the recorded controller power ups. The controller was without power for 19 seconds, for a maximum of 42 minutes and four seconds, and for one minute and 24 seconds respectively. In addition, seven low flow alarms were logged on (B)(6) 2018; however, no vad disconnect alarms have been logged within the analyzed period. Information received from the site revealed that the patient was found asystole and a cardiopulmonary resuscitation (CPR) was performed by emergency services. The patient subsequently expired due to cardiac arrest. Based on the available information, the device may have caused or contributed to the reported event. The reported loss of power event was confirmed; however, the suspected driveline disconnection event could not be confirmed. Based on the available information, the most likely root cause of the losses of power can be attributed to the reported disconnections of both power sources from the controller as described in the event details. Based on the risk documentation, possible causes of the observed low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed or patient condition. Per the instructions for use, cardio-pulmonary arrest and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of cardio-pulmonary arrest events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): b01,b15 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11, d12 d4: serial#: (B)(6) h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 d4: serial#: (B)(6) h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 d4: serial#: (B)(6) h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation, the controller, two batteries, and the controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed three (3) controller power-ups with their associated motor starts on (B)(4) 2018 at 01:56:59, 02:40:34 and 03:08:47. No anomalies were observed leading to the recorded controller power ups. The controller was without power for 19 seconds, for a maximum of 42 minutes and 4 seconds, and for 1 minute and 24 seconds respectively. In addition, seven (7) low flow alarms were logged on august 14, 2018; however, no vad disconnect alarms have been logged within the analyzed period. As a result, the reported loss of power event was confirmed, but the suspected driveline disconnection event could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Based on the risk documentation, possible causes of the observed low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed or patient condition. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.